Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk; item # unk, hip-unknown-liners-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated report: 0001822565-2018-06117.

Event description:
It was reported that a patient underwent a revision due to dislocation an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 0001825034-2019-01271.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under 0001825034-2019-01271.